Manufacturer narrative:
Additional information was received that the patient was now using a compound cream for the pain. The physician did not know what originally caused the pain and believed that it was related to the standard healing of the pocket site. The patient felt much better and no further course of action will be done.

Event description:
A report was received that the patient had pain at the ipg site and was treated with lidoderm cream.

Event description:
A report was received that the patient had pain at the ipg site and was treated with lidoderm cream.